Manufacturer narrative:
A ge rep evaluated the sys and reloaded calibration and configuration files. Sys operates as intended. This MDR is related to ge healthcare (B) (4).

Event description:
The customer reported the sys displayed filament and iris calibration errors. No pt injury was reported.